Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon/nurse could not get the spigot inserted in the stem inserter because it is to broad. The sales rep has reported that the delay to surgery was 5 minutes.

Manufacturer narrative:
An event regarding a damaged spigot involving an exeter stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. It was reported that the spigot was too broad to assemble to the exeter introducer. There was no allegation of failure for the introducer. No further investigation is required at this time. If additional information and/or device becomes available this record will be reopened.

Event description:
The surgeon/nurse could not get the spigot inserted in the stem inserter because it is to broad. The sales rep has reported that the delay to surgery was 5 minutes.